Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the rad-57 display has missing segment on 7-segment display. Top row, far right 7-segment display, segment g. There were no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that there are several segments in the 7-segments displays that do not illuminate. The failure is potentially due to contamination on the board. Contamination is possibly caused by liquid ingress. The system board was replaced and the unit functioned as designed.